Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and ok keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad buttons have been sticking for a month. She stated that the buttons require multiple presses to obtain a response. She confirmed that there is no physical damage to the keypad. The family member stated that the patient wears the pump on her belt, and denied cleaning the pump.